Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The device was received and evaluated at the service center. The reported complaint that the device doesn¿t work and it stops, was confirmed. It was confirmed that the motor was not turning smoothly and there was a short circuit in the motor cable. The device did not start and the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is one possible root cause for the damage to the motor and the motor cable, which would in turn, have caused the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unknown procedure, it was observed that the micro tornado handpiece device w handcontrol did not work and stopped. It was not reported if there were any delays in the surgical procedure. A spare device was available for use to complete the surgery. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.